Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection of the photograph and video was performed using the naked eye which revealed a hole in the tubing resulting in a leak. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set was leaking. It was further described as a droplet of solution at the tube. This was identified during priming. There was no patient involvement. No additional information is available.